Manufacturer narrative:
Per the user facility's biomedical engineer (biomed), he stated he was not repairing the unit. He replaced the module with another one they had in stock and the suspect pressure module was disposed of. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system-1 was alerting every minute and the pressure pod was flashing red. They tried pressure module on another machine and it still did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.